Event description:
It was reported by the rep the device was used in a breast biopsy. It was reported the physician inserted the clip introducer and clip applier in the appropriate manner. The indicator for clip changed to blue; the physician removed clip-the "silver tin can" was remaining in the pt when a stereotactic view post procedure was taken. It is still in the pt's breast at this time. The device was used with a p1175 probe.